Event description:
The inserter handle is square, and the femur is round, so it gets stuck and has a tendency to break off. We have received notice of six recent events, including the patient event. This has been reported to styker.